Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the pt's son reported the pt has "very large" air bubbles in the insulin cartridge of his infusion device. He stated there are no air bubbles when the cartridge is filled but they appear after it is inserted. The son stated this has resulted in elevated blood glucose readings in the 250-300 mg/dl range. The son had no further info and stated the pt is currently in the hosp for heart surgery and suggested the pt be called for troubleshooting and further info after his discharge from the hosp. On f/u with the pt on (B) (6) 2008, he stated he has not had any issues with air bubbles and that his son was under stress due to his heart surgery. He stated he did have an air bubble that day and under other circumstance would have just removed the cartridge and used a new one. He stated he currently has no air bubbles in the cartridge and has no issues with the products. He stated he was taken off his infusion device while in the hosp and reconnected upon his discharge yesterday. His blood glucose readings were in the 100's mg/dl since except for a 235 mg/dl reading after he ate pancakes. He stated his doctor told him it is not unusual for even non-diabetics to have elevated blood glucose for 10-15 days after heart surgery. No product will be returned for evaluation.